Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) screen went out due to a bad power supply. No patient harm was reported. They were provided with the part number for a replacement power supply to resolve the issue.

Event description:
The biomedical engineer reported that the central nurse's station (cns) screen went out due to a bad power supply.